Event description:
Treatment of an aneurysm. During the procedure, it was reported that the coil could not detach.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event was not returned for evaluation.(B)(4)

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. It was evaluated and the implant coil detached normally with an in-house instant detacher.(B)(4).